Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA, alleging that her boyfriend¿s onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began 3-4 months prior to her contacting lfs. She reported that he manages her diabetes using oral medication (10 mg glypiside, 100 mg januvia), insulin (unknown type) diet and exercise (10 mg glypiside, 100 mg januvia) and he made no changes to his normal diabetes management in response to the error 4 message. The reporter alleged that at the same time the meter issue began, the patient developed symptoms of ¿thirsty, hungry and grouchy¿. The reporter stated that in response to the alleged symptoms the patient attended his doctor and his insulin dose was changed, she could not confirm the dose. During troubleshooting the csr noted the reporter was unable to answer any of the questions. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.